Manufacturer narrative:
Carefusion complaint number (B)(4). The device has been received for evaluation however the investigation has not yet been completed. Upon completion of the investigation or in the event additional information becomes available a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that the start/stop button is not working correctly for this unit. The unit will pressurize but when the start/stop button is pressed, the only way the driver will stay on is if the button is held down. Once let go, the driver stops. There was no patient involvement reported.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty drive displacement board and was able to reproduce the reported event and isolate it to faulty semiconductor on the board.